Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported during a ureteroscopy procedure, upon retrieval of the patient's stone, the ncircle tipless stone extractor basket broke. A new basket was opened and the piece of the device that separated was retrieved. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, manufacturing instructions, specifications, quality control, functional testing and visual inspection of the returned device was conducted during the investigation. One used device was returned for investigation. The device was returned with the handle between the open and closed positions. The basket formation is in the open position. The collet knob is tight and secure. The mlla (male luer lock adaptor) is loose. A functional test determined the handle actuates the basket formation. A visual examination noted one of the basket wires is broken above the cannula and one of the basket wires has pulled out of the distal cannula. The basket formation is still interlocked at the knot. The remaining wire is secure. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.